Event description:
Reportedly the patient underwent closure of perimeum. The suture cause a localized tissue swelling 6 to 14 post-op. Patient was brought back to the hospital and the affected stitches were replaced. No patient injury reported. No additional information was available.